Manufacturer narrative:
A steris service technician arrived on site to inspect the 5095 surgical table. The technician discussed the reported event with user facility personnel who stated that the 5095 surgical table was commanded to reverse trendelenburg position with the patient in reverse orientation. Following this commanded, staff heard a "popping" noise and observed hydraulic fluid to be leaking. User facility personnel stated that the table contacted the floor or an object on the base of the table during the time of the event. The steris service technician inspected the 5095 surgical table and found that the hydraulic hose was disconnected from the banjo bolt. The technician further inspected the table and found that the banjo bolt head that resides underneath the leg-section was sheared off. This occurred because of the table's contact and attempted movement while in contact with an external fixed object. The steris 5095 surgical table operator manual states (pg.9), "do not store items on surgical table base. Doing so may result in equipment damage or inadvertent tabletop movement placing the patient and/or user at risk of injury. Failure to keep all personnel and equipment clear of the surgical table before actuating any inertia-driven or power-driven movement could result in table damage and/or personal injury." The technician repaired the 5095 surgical table, tested the table, found it to be operating according to specification, and returned it to service. The steris representatives offered in-service training on the als collision, software function, and the correct usage of the table related to different pt orientation. The user facility accepted, and the in-service is scheduled to occur on july 31, 2024. No additional issues have been reported.

Event description:
The user facility reported that at the conclusion of a patient procedure it was observed that hydraulic fluid was leaking from their 5095 surgical table. The patient procedure was completed successfully however, the following procedure was delayed. No report of injury.